Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins). It was reported that the patient charged their ins but was not able to turn it on. They wondered if it needed to be replaced. The patient explained that they feel no stim. The patient noticed about a month ago that the ins did not completely relief all the discomfort, but their back pain was almost gone. However, the patient started noticing more lower back pain about a month ago. The patient¿s programmer shows poor communication and the recharger shows reposition antenna screen. The patient was directed to follow up with their healthcare provider (hcp). No further complications were reported or are anticipated. The indication for use is spinal pain.